Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd ultra-fine¿ insulin pen needle was through the shield, causing a sterile breach. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned ten 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 7044954. Customer states that the needle was through shield, causing a small puncture in an employee. All returned syringes were examined and one sample exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch# 7044954. All inspections and challenges were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is likely to be a misalignment during shielding of the needle hub assembly, causing the cannula to bend and be pushed through the shield wall. When this occurs, defects, such as that which is exhibited within the returned sample, may occur. This would certainly increase the risk of a needle-stick injury by the consumer.